Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. Examination showed a broken part in the connector area. The device was given functional testing and no device alarms occurred. The returned device met with performance specifications.

Event description:
It was reported when the device was being prepared the device caused the warming device to alarm. The device was not used and another set was used for warming. No patient involvement reported.